Event description:
It was reported that a surgeon was performing a single level t-lift, l2-l3. Discectomy was completed with no issue. The surgeon prepared end plates and used proper inserter to insert interbody by lightly tapping with mallet inserter to put it in proper position. Surgeon checked fluoro and observed interbody appeared to turn obliquely 60 degrees. Surgeon removed the inserter with interbody and the top 1/3 attached to the inserter, while the remaining 2/3 shattered in pieces in the patient's body. All pieces were removed and surgeon took additional fluoro to confirm all particles where removed. Surgeon completed surgery with a new device and completed the surgery successfully. There was a reported surgical delay of 1 hour 15 minutes. There were no adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the reported event was confirmed via email correspondence with the sales rep and visual inspection of the returned broken piece. Manufacturing history review was performed on the reported lot# no manufacturing related issue was found. Materials analysis was performed on the returned broken piece. Mar concludes the cage fractured in ductile overload. No materials defects or manufacturing defects was observed. Conclusion: mar concludes the cage fractured in ductile overload however, the exact root cause of the reported event cannot be determined due to lack of information. Some potential factors that might be leading to the intra-op fractures. Thickness of wall adjacent to lateral window. Size of lateral window. User overestimating strength of implant and applying excessive force (torsional, cantilever). Not following surgical technique guide; using oversized implant or wrong type/size of inserter, not distracting when inserting or repositioning, use of ¿twist & distract¿ method.

Event description:
It was reported that a surgeon was performing a single level t-lift, l2-l3. Discectomy was completed with no issue. The surgeon prepared end plates and used proper inserter to insert interbody by lightly tapping with mallet inserter to put it in proper position. Surgeon checked fluoro and observed interbody appeared to turn obliquely 60 degrees. Surgeon removed the inserter with interbody and the top 1/3 attached to the inserter, while the remaining 2/3 shattered in pieces in the patient's body. All pieces were removed and surgeon took additional fluoro to confirm all particles were removed. Surgeon completed surgery with a new device and completed the surgery successfully. There was a reported surgical delay of 1 hour 15 minutes. There were no adverse health consequences to the patient.